Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer confirmed pump display turned on when plugged into a power source and began charging while left plugged in. Customer resumed insulin delivery successfully. Customer's blood glucose was 153 mg/dl.